Manufacturer narrative:
Based on the results of the investigation, the slope of the sensor was stable and well within the limits over the whole sensor usage time. The sensor signals of all calibrations were normal. The blood sample signal at the time of the erroneous result was abnormal compared to other blood sample signals that occurred later. The voltage of the blood sample signal at the time of the erroneous result was close to the sensor signal voltage when there is contact with air during system calibration. Since the sample was repeated twice with no results due to an error due to an insufficient sample caused by air at the sensor, it is very likely that the discrepant ph result was due to air disturbance caused by a pre-analytic issue. A specific root cause was not identified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient when tested for ph on the cobas b 123 instrument. The initial ph result was >8.0 from a micro sample at 4:16 a.m. Which repeated twice as a capillary sample. They had no more sample so an arterial sample was run and the ph result was 7.254 at 5:23 a.m. No adverse event occurred. The sensor lot number was 21554982. The expiration date was not provided. The sensor has been discarded.

Manufacturer narrative:
It was noted that the patient was in labor and "difficult to bleed." The initial result of >8.0 was accompanied by a data flag. This result did not match the clinical picture of the patient and was immediately discounted by ward staff. The repeated measurements produced errors which suggest a preanalytical issue with the sample.